Event description:
The customer reported that the pump overheated while charging. No adverse impact to the customer's blood glucose level was reported. No additional information or corrective actions were available as the customer declined further follow-up.